Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient experienced pain and swelling over a period of time.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not identify any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation). Further analysis regarding the asr product family will be documented, as determined pertinent, in (B)(4) and (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. 1818910-2010-07714 is a duplicate report of 1818910-2011-21585. 1818910-2010-07714 will be rejected. 1818910-2011-21585 will be kept for investigation purposes.

Event description:
Com created in order to void. New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - patient experienced pain and swelling over a period of time. Upon radiological examination, it was discovered that the femur had a large lytic region proximally. Revision was performed. (B)(4) is a duplicate of (B)(4) and (B)(4). I have taken all the important details from all 3 dint and added them to com (B)(4). I have then recreated (B)(4) (com (B)(4)) and (B)(4) (com (B)(4)) and once all mdrs are complete I will void each com. Update (B)(6) 2014 - the products have been retrieved from the freezer and these have been sent to lirc as part of the asr recall program.